Event description:
It was reported that the perforator bit did not stop spinning during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Event description:
It was reported that the perforator bit did not stop spinning during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences as a result of this event.

Manufacturer narrative:
The product was returned for evaluation, however the failure could not be confirmed as the device functioned as intended when evaluated. The definite root cause of this issue is undetermined.